Manufacturer narrative:
The device was received for sample evaluation. Visual inspection was performed using naked eye. Functional testing included leak testing, clear passage test, clamp function test, and device-device interaction testing. Visual and functional testing verified the reported leak. The cause was determined to be a hole in the patient tubing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient is an infant. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv flash transfer set was leaking. It was stated that the transfer set leaked from the kinked part of the tubing. The transfer set has been used for three months. There was no patient injury or medical intervention associated with this event. No additional information is available.